Event description:
Treating physician reported to manufacturer that a vns pt expired due to sudep (sudden unexplained death in epilepsy). The physician indicated that the pt death was not related to the vns therapy system. To date, attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
Conclusions: treating physician indicated that the pt death was not related to the vns therapy system.